Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. This report is for unknown volar plate/unknown lot. Refers to loss of tendon function, revision surgery, and hematoma. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no part or lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, adham,c. Adham,m. N., porembski, m. (2009). ¿flexor tendon problems after volar plate fixation of distal radius fractures¿. Hand (4:406-409). This is a case study of a (B)(6) female patient who referred to the institution with pain in the right wrist, stiffness of the index and long fingers and paresthesias in the median nerve distribution. She had undergone orif of a comminuted intra-articular fracture of the right distal radius with bone grafting and a synthes volar plate (synthes (B)(4)). A fractured radial styloid was also fixed via a dorsal approach with a kirschner wire and cannulated screw. She also underwent open carpal tunnel release. Patient had pain, loss of tendon function and carpal tunnel syndrome which prompted a revision surgery with hardware removal and a tenosynovectomy of all flexor tendons. The patient was implanted with a synthes device and exhibited serious injury of pain, tendon complications, revision surgery and hematoma. This is report 1 of 1 for (B)(4). This report is for an unknown synthes volar plate.